Event description:
It was reported that during an implant procedure, the lead could not be inserted into the header block of the neurostimulator. A new neurostimulator was then used and the implant procedure was completed with no further issues. No injuries were reported and the pt recovered w/o sequelae. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator found procedural nonconformance. The setscrew was backed out too far forcing the #0 contact down and out of alignment. All three balseals contacts were damaged. Contacts #2 and #3 were pushed towards the rear of the connector port and there was damage to the end of the connector bore. The connector module, access hole adhesive, grommets and ins can were ok. Telemetry was ok, but output could not be tested due to balseal damage. Analysis of the wrench found no anomaly. The wrench was within specification.

Manufacturer narrative:
(B)(4).